Event description:
Ventilator pb980 was delivering tidal volumes of 6000. Vent circuit was removed by respiratory therapist and began to bag the patient with ambu bag. Called for help. Another respiratory therapist trouble shooted the ventilator. Changed out with a pb 840, clinical engineering was contacted. Clinical engineering repaired the ventilator that morning, replaced the flow sensor valve and checked calibration. Fixed and returned into service.